Event description:
It was reported that the inflatable penile prosthesis (ipp) pump would not deflate. The button seemed to stick. A surgery was performed to remove and replace the pump. There were no patient complications.